Manufacturer narrative:
(B)(4).

Event description:
It was reported that in 2009, a patient's lead came "unplugged" and it had to be fixed.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3550-29, lot # n165813, implanted: (B)(6) 2008, product type accessory; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).